Event description:
A report was received from the field indicating that the stent came off the balloon before the product entered the pt's body.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.